Manufacturer narrative:
On october 31, 2024, mentor received additional information indicating that the patient was also diagnosed, during the revision surgery, with left breast implant malposition. In addition, the patient's implants were replaced bilaterally, with the following devices: (right) 545cc mentor memorygel boost breast implant catalog: shpb545 lot: 9818539 sn: (B)(6) and (left) 545cc mentor memorygel boost breast implant catalog: shpb545 lot: 9989182 sn: (B)(6). This medwatch form is for the right breast prosthesis. The left breast implant malposition will be reported under mrn: 1645337-2024-12970.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On november 14, 2024, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the suspect medical devices are: (right) 495cc mentor memoryshape breast implant catalog: 3341302 lot: 6922540 and (left) 495cc mentor memoryshape breast implant catalog: 3341302 lot: 6987826. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On november 20, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mh 495cc breast implant was found to be ruptured. Additionally, an area of silex cracking was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent breast reconstruction revision with two unknown mentor gel implants. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on october 17, 2024.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2024 d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).